Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying breast shield fit; and powering on the device with the transformer. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis, for which she was prescribed antibiotics on (B)(6) 2019. She indicated that although the mastitis was resolved, she was still prone to clogged ducts. The customer refused contact by medela clinical staff, but did note that the customer service she received had been great, especially at such a stressful time. The customer was contacted subsequently by a complaint handler on multiple occasions, including in writing, requesting that she agree to be referred to medela clinical staff since she was still experiencing clogged ducts, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 02/04/2019, the customer alleged to medela llc that her pump in style breast pump had low suction, even after replacing the kit parts and cleaning the diaphragm. She additionally alleged that she had mastitis, for which she was prescribed an antibiotic, due to not being able to fully express her milk.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 03/08/2019. The device passed suction and cycle specifications, despite the fact that it was noted during the evaluation that the customer's connectors and tubing had residue on them. Refer to attached evaluation. The customer's report of low suction could not be confirmed.